Event description:
Reported events: 1. 1 trial patient experienced gross lead migration that could not be revised. 2. 2 trial patients did not undergo the trial phase because the investigator was unable to place the leads. Please see attached literature article.

Manufacturer narrative:
Literature citation: white t, justiz r, fishman m, et al. Differential target multiplexed spinal cord stimulation for the treatment of chronic intractable upper limb pain: 12-month results from a prospective, multicenter study. Neuromodulation: technol neural interface. Published online 2024. Doi: 10.1016/j.neurom.2024.06.497 a2: please note that this represents the average age of the study group as specific ages were unavailable. A3a: please note that this represents the sex of a majority of study participants as specific sexes were unavailable. Continuation of d10: product ID 977a2 lot# unknown serial# implanted: explanted: product type lead, ubd: asku, UDI#: asku h6: please note that conclusion code d12 applies to reported event 1 from section b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.